Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the main board was malfunctioning. Omsc presumed that the reported phenomena occurred due to circuit board failure. The cause of circuit board failure could not be identified.

Manufacturer narrative:
This is a supplemental report to correct event date (b3). The correct event date was (B)(6)2021, not (B)(6) 2021 as reported in initial MDR.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the device alarmed and could not be operated after starting due to defective circuit board. The front panel blinking could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the front panel was blinking and the switches could not be operated. The user changed to another device and finished the procedure. The subject device was used in combination with otv-s7. There was no report of patient injury associated with the event. After the inspection, it was found that the main board failure caused alarms and the device could not start up.